Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the stimulator shutting off at the mall was due to the electronic doors. After recharging the stimulator the consumer was able to turn stimulation on and have it function as intended.

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient programmer was not working for them. During troubleshooting the patient programmer was synced to the ins. The caller reported to seeing the "charge the ins" screen on the patient programmer. Through education the patient and their husband understood that this was normal and they successfully started a charge session. It was also reported that the implantable neurostimulator recharger (insr) screen showed an empty ins battery, but they were able to recharge. Troubleshooting was reported to resolve the issue. The patient also stated that their ins had shut off once while they had been shopping. The patient stated that they were able to use their patient programmer to start it back up and it had not happened again. This happened right after they had gotten it. There were no patient symptoms reported.

Event description:
Additional information received from the consumer reported the cause of the stimulator turning off at the mall was due to them. After recharging the implant the consumer was able to turn stimulation on and have it function as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.